Event description:
It was reported that the patient presented in clinic with loss of capture exhibited on the right atrial (ra) lead. Upon chest x-ray, it was confirmed that the ra lead had dislodged into the right ventricle and the implantable cardioverter-defibrillator (ICD) had migrated. The physician elected to explant the ra lead and replace it with a new one, and the ICD was repositioned. There were no patient consequences.